Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. The customer's blood glucose ranged from 300 mg/dl to 400 mg/dl at the time of incident. Customer stated the alarm was triggered due to a bent cannula. The customer has been on injection since that incident. Customer declined troubleshooting. The infusion set will be replaced. The insulin pump/infusion set is not expected to return.